Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of a ventral hernia. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event. The liberty select cycler cannot be excluded from having a possible contributory role in the creation or exacerbation of the patient¿s ventral hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with a ventral hernia. During follow-up, the outpatient dialysis clinic reported it is unknown if the patient¿s ventral hernia was present prior to the hospitalization. Additional information was requested, however it was not available. The patient¿s electronic medical record is closed due to the patient transitioning to hemodialysis for rrt.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.